Event description:
It was reported that the surgery took place in 2003. Three weeks later it was found that the wire was loose. Pt was revised and it was found that the locking mechanism of the wire post was broken.